Event description:
It was reported that the patient came back, following a total laparoscopic hysterectomy, of them losing 3 liters of blood. The patient had a second surgery/blood transfusion to stop bleeding and they are recovering just fine.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/11/2024 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what is the indication for the hysterectomy? Not sure I will follow up with the dr. What is the surgeon¿s experience with the device? This was one of the first cases using enseal. Was the patient on any anti-coagulation medication/therapies prior to surgery? Not sure, wil follow up with dr. What vessels was the enseal device used on? 37cm curved enseal was used for entire procedure. Used on broad ligaments, round, & uterine arteries. What was the approximate vessel size(s)? 5-6mm when taken, were the vessels skeletonized or taken in a bundle? Skeletonized did the surgeon wait to hear all the end tones during each use of the device in the original procedure? Yes was the device fully latched for each use? Yes were there any difficulties with the device during the initial surgery? No how was the bleeding identified? Not until post operative. What was the source of the bleeding? Uterine artery was the source of the bleeding where the enseal device was used in the original procedure? Yes an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.